Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump for non-malignant pain. The hcp reported that the patient showed up in the emergency room (ER) and he "thinks he's not getting his pain meds" from the pump. The hcp stated that pump was replaced on wednesday and since then the patient had been nauseous; patient took some zofran at home and got some relief. Agent advised the hcp that patient should follow up with physician that placed the pump. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that following the pump replacement they were initially being overdosed. The physician made an adjustment and now they were experiencing withdrawal symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the patient¿s daily dose was lowered on (B)(6) 2026 when the patient came into the office.

Event description:
Additional information was received from the patient. The patient stated they had their pump replaced 2025-dec-31 due to normal battery depletion. The patient stated the healthcare provider (hcp) called in an oral prescription that the patient was allergic to. The oral medication was "oxi-something" and the patient had a very bad allergic reaction and had to go to the emergency room (ER). The patient stated they were put on IV's (intravenous therapy) to "flush the system" but that they did not feel that it worked. The patient then stated after the pump was implanted the hcp asked the patient if they would like to have the dilaudid in the pump increased and the patient stated they "told the doctor to increase the medication, but just a very little bit". The patient stated they were sure the hcp turned it up "very high". The patient stated they are not able to function, they can barely walk and have to use a cane, and they are having diarrhea and panic attacks. The patient stated they have been trying to contact their managing hcp, and their manufacturer's representative (rep) but have not heard back. Patient mentioned they were going to see their hcp the next day, and t hat they have complex regional pain syndrome (crps). Patient stated a previous experience is why they know 'the pump is turned up way too high now'. Additional information was received from the manufacturer's representative (rep) and confirmed by the healthcare provider (hcp). It was reported that the rep that they did not have a timeline of events because they didn't know any events had occurred. The rep stated 2026-jan-12 the patient had left a message that they were trying to get a hold of their managing hcp but couldn¿t, so the rep reached out to the hcp's office, asked them to reach out to the patient, and they said they would. On 2026-jan-20 the patient asked the rep if they knew of other pain providers who would manage their pump as they wanted to change providers. On 2026-jan-27, the patient mentioned they were in the hospital for mental health help, but didn't say what it was related to. The rep also indicated that the hcp had met with the patient and made an adjustment but did not provide details.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.